Event description:
This device case, which does not involve an adverse event, reported by a healthcare professional, who contacted the company with a product complaint, concerns a 42 years old male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo teal/clear pen body (lot 180203) was reported to have the cartridge holder broken and two broken engagement tabs, the device was not working. This humapen ergo, teal/clear pen body is associated with another device. The person operating the device was not known. It was unknown if the person was trained. It was unknown how long they had used this device model or the reported device. The device was returned to the MFR on 17-may-2007.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.